Manufacturer narrative:
This event was not reported to the manufacturer as a complaint against therasphere. A search did not return any likely match associated with the participant on the btg live webinar. No follow up could be performed. Limited information is available in association with this patient death. A patient of unknown age and sex was administered an unknown dose of y90 on an unknown date. Following the administration, within 4 weeks, the patient experienced venous occlusive disease and died. No other patient or procedure information is available. This patient death is being reported in an abundance of caution.

Event description:
On 10 april 2018 a btg employee was watching a btg live webinar titled "expanding the application of y90 in hepatocellular carcinoma: treating across the bclc paradigm" and reported that a participant used the chat function to ask a question regarding one of her patients. The participant asked if the facilitator had any data on or experience managing or preventing hepatic venous occlusive disease post y90. The participant posted that she recently lost a patient to vod (venous occlusive disease) post y90.